Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full row of cubies (a1-a6) failed with "device not detected on bus" failure. Machine rebooted. The field service engineer found that the smart half-height drawer 4-2 had a single row not being detected on the bus. They shut down the station and reseated the row board cable on the drawer controller. This resolved the pocket issue, and they tested the drawer using the hardware test application and verified that the pockets were working properly in the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cubie failure and showed device not detected on bus error. The customer reported that the drawer was already failed state when pharmacy got to the station. There were no adverse events or injuries reported based on this event.